Event description:
Pt was started on dialysis and the fresenius k machine alarmed blood leak. A test was performed and it verified a positive blood leak. Lines, blood, and dialyzer (optiflux f160nr lot #09su05016 exp 12/12) was thrown away. No adverse effects was noted for the pt. Dose or amount: na, frequency: tiw, route: 010. Dates of use: (B) (6) 2010 to (B) (6) 2010. Diagnosis or reason for use: esrd.